Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge following assistance from technical support, resuming insulin therapy and resolving the issue.